Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 14 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the burned inlet could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon inspection of the device, the reported issue was confirmed due to a deterioration of the mesh turret. In addition, filter turret, burned inlet, and light guide connector wear were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the visera pro xenon light source indicator lamp blinks. During a standard service inspection of the customer returned device, burned inlet was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.